Event description:
Per the surgeon's report, the pt fell, hit his head and could no longer hear in 2007 (exact date not reported). A hematoma was observed over the implant site. The results of an integrity test done on the same month, were consistent with device malfunction. The device was explanted on four days later, and the pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.